Event description:
On (B)(6) 2013, the reporter stated that three days after removal of the catheter, the pt's parents found the IV insertion site red and swollen. The pt's received treatment with erythromycin ointment. On (B)(6) 2013, the hospital performed bacterial cultures on an unused reference sample form the same lot and the culture was positive for staphylococcus aureus. On (B)(6) 2012, the hospital performed another culture test with results of no abnormalities. Additional information received via e-mail on (B)(6) 2013, the reporter stated that on (B)(6) 2013, the pt started using mupirocin ointment after a positive culture result of (B)(6). On (B)(6) 2013, the issue resolved.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.